Event description:
Related manufacturer report number: 2017865-2023-52200. During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead and the device. The rv lead was capped and replaced. The device was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of over-sensing/noise was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at nominal settings found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.